Manufacturer narrative:
Review of information provided and analysis of the returned device concluded that there is no evidence of a product defect. Device history record review for the returned device did not find any deficiencies. This is the final report that will be submitted associated with this incident and device. No additional action is required at this time.

Event description:
Same case as: 2184052-2015-0006, 2184052-2015-0007, and 2184052-2015-0008. This MDR is being filed as it was later reported by the distributor that four (4) closure tops dissociated postoperatively, when it was previously reported to be three (3) closure tops. It was also reported that the initial surgery was a c3-t2 posterior cervical fusion with the virage system for primary indication of trauma. No screw was implanted at left c7. It was noted that in addition to the virage construct, unspecified interbody devices were present at c5/6, c6/7, and c7/t1; however, it could not be confirmed if the interbodies were placed before or after the virage construct was implanted. The patient was reported to have fallen from her wheelchair sometime after initial implantation; the exact date of the patient's fall is unknown. During a postoperative follow up appointment, the surgeon noticed multiple closure tops had come loose from the construct. It was indicated that the right side closure top at t1/t2 had backed out and the closure top at left t1 was loose. Both rods were confirmed to be loose. The patient was revised approximately one month later and the construct was removed. No fusion was seen at the time of the revision surgery. Additional information was requested but was unable to be provided. No further postoperative patient conditions have been provided.